Event description:
It was reported that high impedance was found on the patient's vns upon interrogation. The lead was replaced, but has not been received by the manufacturer to date. No additional or relevant information has been received to date.